Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer. According to the details provided, after inserting the lenses the patient experienced itching in her right eye (od) which worsened to redness and swelling. Consequently, the patient sought medical assistance on (B)(6) 2024 with additional visits (B)(6), and (B)(6), and was treated with ganciclovir eye gel, indomethacin enteric-coated tablets, acyclovir tablets, and vitamin b1. The patient was diagnosed with conjunctivitis but as treatments did not resolve the issue, and the patient continued to experience symptoms, the treating doctor advised hospitalization on (B)(6). Upon hospitalization, examination revealed right eye irritation, slight eyelid swelling, limited eye opening, conjunctival congestion, slight edema, a rough corneal surface, scattered hazy turbidity in the axial cornea, and light sensitivity. The patient was hospitalized for five days and during that time was treated with levofloxacin, tobramycin-dexamethasone, compound tropicamide, and ganciclovir eye drops. Additionally, she received de prednisolone, famotidine, acyclovir tablets, and ganciclovir eye ointment. The patient was discharged on june 3 with improved symptoms. During a follow-up visit on (B)(6) 2024, the patient was instructed to continue anti-inflammatory treatment and return for another follow-up in one week. As of the date of this report additional information is unknown. This event is being reported due to the alleged hospitalization, unknown nature, or severity of the incident with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b4,b6,d9,g2,g3,g6,h2,h3,h4,h6. Manufacturers investigation found no issues or non-conformances and no root cause could be established. While the defect identified may have caused or contributed to the patient's condition, it is unlikely to result in a death or serious injury were it to reoccur.